Event description:
The customer reported their AED would turn on, but the manual self test is not possible. Maintenance on the AED was not reported and the pads and battery pack are not expired. They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the AED not completing a manual self-test and thus the AED was requested to be returned so that it may be evaluated and tested. Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.